Event description:
Customer reported " minor endoscope leak ". The issue was found during reprocessing. Device inspection found image-noisy, grainy. There was no patient involvement in this reported event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation did not confirm the customer issue as device passed leak test and no leaks were found. However, inspection found the device insertion tube, bending section tube observed to be non-olympus. Additionally, evaluation noted the device showed issue on the image (the edge of the mask is grainy), two (2) image guide (ig) fiber breakage. Based on investigation, the reported customer issue was not confirmed. However, insertion tube, bending section tube of the device, was found to be non-olympus. The image issue was found to be due to damage to the image guide fiber. The root cause of the damage image guide fiber was attributed to electronic component failure. Olympus will continue to monitor complaints for this device.